Event description:
It was reported by the customer that a pyxis anesthesia es systems drawer failed in maintenance mode. The customer stated that they are trying to use this machine for an operating room. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. The field service engineer found that the bottom supply bin drawer was overstuffed, which was preventing the drawer above it, drawer 3, from opening. Some supplies were removed from the drawer and could open and close. Drawer functionality was tested in the med application. The field service engineer informed the operating room staff and pharmacy to try not to overfill the matrix drawer as supplies could fall behind the drawer or prevent the drawer above from opening. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es systems drawer failed in maintenance mode. The customer stated that they are trying to use this machine for an operating room. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bottom supply bin drawer was overstuffed which prevented the drawer above it - drawer 3, from opening. Some supplies were removed from the drawer and the drawer worked fine. Field service engineer instructed the customer not to overfill the matrix drawer. The system functioned as intended after troubleshooted by the field service engineer.